Manufacturer narrative:
Add'l information was received. Unused returned sample was received at the manufacturing site on june 09, 2015. Evaluation is still in progress. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on june 26, 2015.

Manufacturer narrative:
Additional information was received to clarify complaint details. The complainant stated that the marking is 7cm, but the actual length is only 6.5cm. The actual length of the tube was 0.5cm shorter than the marking of the tube. Other remarks section (height: 34cm) due to no end user using this particular lot. This information was submitted on the initial MDR which submitted to the FDA on may 6, 2015. Additional patient/event details have been provided to date. Should additional information become available follow-up report will be submitted. To the FDA on june 1, 2015

Manufacturer narrative:
A quality complaint investigation was performed. One unused endotracheal plain tube of I. D 3.0mm fitted with colour coded pp connector of corresponding size and the marked as per unomedical spec and work order# (B)(4). Product was received in sealed preprinted blister pack. Tube was removed and carefully examined. It was observed that the printing on tube with the started 7cm was found correct and corresponding with customer spec requirement. This was further confirmed when review of the unomedical labelled endotracheal tube-general spec. The product was closely examined. It was observed that the length of the printing from tip to marking 7cm when measured is 6.7cm which was found to be within the spec of allowed for artwork graduation marking for et tube size 6.0. Review of assembly record of the printing tube marking found matched the original printing. An analysis on the returned sample provided was inspected and found to be correct and meets the spec requirement. Therefore, no corrective action has been identified as a result of this analysis. On add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted.

Manufacturer narrative:
Additional information was received on september 8, 2015 for event details: measurement of the ett's length showing that length are not meeting their requirement at 7.0cm (exact) during intubation procedure. Feedback provided from pediatrician specialist: ett is too long in length allowing more dead space where it increases the risk for a patient- prolonging ventilation. Per the reporter, these inaccurate markings result in anchoring of the ett too shallow especially for a baby below 1kg. Samples were provided as examples at a meeting between (B)(6) hospital on (B)(6) 2015. In addition, two photographs were provided to demonstrate the complaint issue. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
Complainant reports fifty endotracheal tubes have incorrect depth positioning markings.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Additional details have been requested. Should additional information become available, a follow-up report will be submitted. This complaint involves four with the same complaint, therefore a separate FDA 3500a will be submitted for each lot. (B)(6).